Manufacturer narrative:
While troubleshooting, the customer found that the reagent probe a was leaking from loose fitting. The customer tightened the fitting and the issue was resolved. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) qc results were suppressed out of instrument range (oir) low and that reaction absorbance was also low after maintenance of the unicel dxc 600i synchron access clinical system. Maintenance of the cc side of the system was not performed. No patient results were affected. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.